Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient went to the hospital in 2012 because in another surgery with a different doctor the catheter was accidentally cut off during that procedure. No patient symptoms were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.